Event description:
The device was returned for evaluation and repair of an issue of leakage. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the connecting tube coating was peeling for an area of 1 millimeter square or more. This is attributed to deterioration. In addition, the connecting tube coating was found to be dirty. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of the connecting tube coating being dirty and peeled for an area of 1 millimeter square or more as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the connecting tube coating was peeling for an area of 1 millimeter square or more. This is attributed to deterioration. In addition, the connecting tube coating was found to be dirty. This is attributed to insufficient cleaning. Other observations for the device: due to damage of channel tube, water tightness is lost; light guide (lg) lens has a crack; distal end has a crack; universal cord has a dent; due to a dent on bending tube, bending angle in up/down direction does not meet the standard value; due to damage on charge couple device (ccd), image has black dots; connecting tube has dent; and scope cover, control unit, up/down plate, angulation lever, switch box, lg connector, video cable, protector of video cable, video connector, video connector case have a scratch. The leakage of the device was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (identified via b5, e1, e2, and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress was likely to be cause of the event. The event can be detected/prevented by following the instructions for use which state: ·preparation and inspection: inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the event occurred during maintenance, and was handled by a gi-technician.